Event description:
It was reported that the patient experienced a pleural effusion and it was discovered that their right atrial (ra) lead dislodged resulting in a suspected "micro perf." A lead revision was completed in order to reposition the lead and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.